Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons have fallen apart while in use, pieces stay inside - vagina [foreign body in reproductive tract]. Pressure (pain) - vagina [vulvovaginal discomfort]. (Pressure) pain - vagina [vulvovaginal pain]. Tampons have fallen apart while in use, breaks apart [device breakage]. Consumer contacted via e-mail and stated that the tampons had fallen apart while in use. No serious injury was reported. Follow-up: consumer stated the tampons broke apart.